Event description:
Reporter indicated that a vns pt's device was found to be reset to different settings than what had been programmed at the last office visit. The output current was found to be at 1.0 ma instead of 2.0 ma. Good faith attempts to obtain additional info have been unsuccessful to date.